Event description:
During implant, high threshold and high pacing impedance were observed on the right ventricular (rv) lead. The rv lead was removed and replaced with no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed no anomalies. Electrical testing and x-ray imaging revealed no indication of conductor fractures or internal shorts. The lead operated within specification therefore the cause of the reported incident could not be conclusively determined.